Manufacturer narrative:
The customer reported event of ivtm thermogard xp (sn# (B)(4)) displayed mid:01(postwatchdog) was confirmed during functional test and per archive data. The root cause was due to a damage I/o board, which was replaced to correct the issue. During visual inspection, there was no physical damaged observed on the ivtm thermogard system. Review of the event log showed an mid:01 (power failure during test) occurred on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Functional test could not be performed due to ivtm thermogard displayed mid:01(postwatchdog) error code upon power-on-self-test. Performed diagnostic checked on the I/o board, pic16 board, monitor head, power cables, internal cables connection. The I/o board was found to be damage. Following I/o board replacement, the ivtm thermogard system performed within specification and did not display any error messages or anomalies. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for ivtm thermogard system with serial number (B)(4).

Event description:
It was reported that during post operation when the operator performed the routine self-check the ivtm thermogard xp (sn# (B)(4)) displayed mid:01(postwatchdog). No patient involved.